Event description:
Caller reported that the t:slim x2 pump's battery would not charge despite attempts to use different wall adapters and charging cables. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.